Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient passed away shortly after the implant procedure. The patient was doing well after the procedure and the device had not been activated yet. Nevro attempted to obtain a medical assessment from the physician but no additional information was available.